Event description:
A device was returned to a third-party service center for routine maintenance of their oxygen concentrator. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of a thermal malfunction. During the evaluation, the pc board was reported as burnt.